Event description:
The customer received a control result of 393 mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for investigation. New strips, meter and control were sent to the customer.